Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.